Event description:
User facility mandatory medwatch was received that stated the following: "pt states that she tolerated this medication without issues. States that on wednesday, her ci (chemotherapy infusion) pump alarmed and she could not get this to stop. She contacted the home health agency and they sent out a new pump. She states that her pump was not infusing for approx 5 hours. She did not note any leaking at the time her pump was off. When she arrived, it was calculated that she received approx 249 ml of her total dose. It was also noted that the medication bag was wet and the fanny pack was also wet. The infusion was disconnected per the rn and all equipment and tubing bagged for eval by the (B)(6). The pt has a small amount of fluid on her pants and she was given dry pants and washed with soap and water in all areas that came in contact with drug." Upon further query, the following info was provided that indicated a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at a rate of 1.5 ml/hr, for a duration of 168 hrs, for a 250 ml vtbi (volume to be infused, via a gemstar pump). It was reported that after an unspecified length of time after the delivery was started, an unspecified volume of solution leaked from an unspecified location on the tubing set onto the pt's clothes and skin. The solution that leaks was cleaned up according to the user facility's protocol and the homecare pt's skin was cleaned with soap and water. The customer contact indicated that the pt received approx 249 ml of the chemotherapeutic agent. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(6) 2012. The report number is (B)(4). Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.